Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported by the patient¿s legal guardian that the patient experienced hyperglycemia while wearing the pod on (B)(6) 2026 during an illness diagnosed as tonsillitis, with symptoms including fever, headache, and sore throat. The patient¿s blood glucose level reached 404 mg/dl. The pod had been applied to the abdomen and worn for between1 to 4 hours. Upon removal at the hospital, a strong insulin odor was noted, indicating insulin leakage during wear. The patient was taken to (B)(6), on (B)(6) 2026, where hospitalization and medical intervention were required, and remained hospitalized until (B)(6) 2026. The pod was removed immediately upon hospital arrival and was not worn during medical treatment due to initiation of alternative insulin therapy; the device was subsequently disposed of and is unavailable for evaluation. The patient received insulin via intravenous infusion therapy for approximately 24 hours. The patient was able to resume treatment following the event. No further information was provided.